Event description:
Foreign body fragments that look like plastic shavings possibly off of trocars (found intraabdominally). Surgeon procedural note states "we then returned our attention to the dilated bowel loops in the left lower quadrant to ensure there was no segmental volvulus there as we had to flip this bowel loops in more cephalad manner at the beginning of the case in order to place the left lower quadrant 5 mm port when doing that we could see what appeared to be a clear piece of plastic-like material that looked very small sitting on 1 of those bowel loops, and that was removed with a maryland dissector. However when that piece of material was removed from the peritoneal cavity it was so small that by having to compress it down with a maryland dissector in order to remove it from the peritoneal cavity there is nothing left of the specimen left to really interrogate or sent to pathology. We subsequently found to other extremely small pieces again of what looked to be ultimately clear plastic-like material but again the pieces were so small that after having been removed from peritoneal cavity one could not ascertain for sure what they were or be sent to pathology for review. They were all immediately located below one of the 5 mm ports and we suspect that they may represent extremely small pieces of plastic that came off 1 of those ports. I asked that the nursing staff report this to the company." Ehr documents the following ports used: (2) ethicon endopath xcel 5mm bladeless trocar short b5st e. (1) ethicon endopath xcel bladeless trocar 12mm b12srt ethicon. No product retained. Patient status: expected post-op course. Discharged day after surgery. No documented issues in the 3 weeks post-surgery.